Event description:
The manufacturer received information alleging a ventilator's navigational button functioned intermittently. The device was not in patient use. The device was returned to the manufacturer's service center and the customer's complaint was confirmed. The device's front panel/keypad led board was replaced to address the issue.